Event description:
It was reported that the nurse stated they started therapy around 0830 this morning. The patient was initially 38.5c. Patient temperature had increased to 39.5c. Nurse wanting to confirm the arctic sun device was working. It does say low air leak on the screen. Confirmed device was in normothermia, targeted temperature (tt) was 37c, patient was 39.5c on rectal temperature and 39.3c on foley temperature. The water flow rate (wfr) was 1.2 l/min and the water temperature (wt) was 5.5c. Patient had large pads on, good coverage. Explained the device was making very cold water, it appears to be working. Nurse confirmed it was likely patient related, they wanted to make sure. Discussed extended period of cold water and frequent skin checks. Discussed flow rate and heater correlation, for large pads the water flow rate (wfr) was typically 2.5-3 l/min. Suggested they confirm no kinks or bends in tubing. Explained how to disconnect and reconnect pads with proper technique. Nurse on desk phone, stated they will try this and will just call back if needed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Confirmed device was in normothermia, targeted temperature (tt) was 37c, patient was 39.5c on rectal temperature and 39.3c on foley temperature. The water flow rate (wfr) was 1.2 l/min and the water temperature (wt) was 5.5c. Patient had large pads on, good coverage. Explained the device was making very cold water, it appears to be working. Nurse confirmed it was likely patient related; they wanted to make sure. Discussed extended period of cold water and frequent skin checks. Discussed flow rate and heater correlation, for large pads the water flow rate (wfr) was typically 2.5-3 l/min. Suggested they confirm no kinks or bends in tubing. Explained how to disconnect and reconnect pads with proper technique. Nurse on desk phone, stated they will try this and will just call back if needed. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started therapy around 0830 this morning. The patient was initially 38.5c. Patient temperature had increased to 39.5c. Nurse wanting to confirm the arctic sun device was working. It does say low air leak on the screen. Confirmed device was in normothermia, targeted temperature (tt) was 37c, patient was 39.5c on rectal temperature and 39.3c on foley temperature. The water flow rate (wfr) was 1.2 l/min and the water temperature (wt) was 5.5c. Patient had large pads on, good coverage. Explained the device was making very cold water, it appears to be working. Nurse confirmed it was likely patient related; they wanted to make sure. Discussed extended period of cold water and frequent skin checks. Discussed flow rate and heater correlation, for large pads the water flow rate (wfr) was typically 2.5-3 l/min. Suggested they confirm no kinks or bends in tubing. Explained how to disconnect and reconnect pads with proper technique. Nurse on desk phone, stated they will try this and will just call back if needed.